Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leak event on (B)(6) 2024 and the leaking was at the site. The infusion set was in use for less than 1 hours. No further information available.